Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were multiple, intermittent events in which the battery gauge was incorrectly displayed. Blood glucose level was 230 mg/dl. Reportedly, the customer continued to the use the pump for insulin therapy.